Event description:
Alarm sounded. Blue hose was found to be disconnected from bottom of ventilator. This has happened 3 times. Suggest protective device around clear cylinder & blue tubing connection to prevent tubing from becoming disconnected. (Kicked, bumped, pulled, etc.)